Event description:
Device 3 of 3 : reference MFR. Report: 1627487-2018-09843 , reference MFR. Report: 1627487-2018-09844. Follow-up identified stimulation was restored post-operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3; reference MFR. Report: 1627487-2018-09843, reference MFR. Report: 1627487-2018-09844. The patient has three ipg's implanted. As it is unknown which ipg pertains to this issue, all suspected devices are being reported. It was reported the patient's thoracic ipg required frequent recharging. As such, surgical intervention was undertaken on (B)(6) 2018 to explant and replace the ipg.